Event description:
Boston scientific received information that the patient reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) tripped from 7.5 years to 5.5 years in just more than a month. Boston scientific technical services (ts) advised the patient to contact the clinic. Attempts to obtain pertinent additional information were unsuccessful. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.